Event description:
It was stated the device was not passing a 20 ml check during testing. Clinician tried three different times with other delivery sets but the device was still not working.

Manufacturer narrative:
B3 date of event unknown. H3 awaiting product return. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. There was no applicable evidence in the event history log. The device passed the accuracy test; however, with a pass rate of +1.892 percent. As a preventative measure the device was recalibrated. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.